Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this custom pak lot. Review of the device history record indicates the order was built to specification. Although a sample was not returned the drawing of the customer's pack and various sources were identified as potential lint contributors that naturally produces lint or fibers. It was determined that the root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Event description:
A nurse reported that surgeons have been seeing blue fibers behind the intraocular lens after implantation. Some fibers have been removed during initial surgery. There has not been any secondary interventions and there has been no patient harm noted. Additional information and product sample have been requested for this report.